Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-01159.

Event description:
The customer reported that he was treated by the paramedics due to a blood glucose reading of 22 mg/dl. The customer's last infusion set change was on the morning of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer stated that he may have exposed the insulin pump to an MRI, but is not sure. The customer also stated that he wears the reservoirs for more than three days. Discussed possible causes of low blood glucose levels with the customer. Nothing further was reported.